Manufacturer narrative:
Per a good faith effort (gfe) response received, it was reported that there was a prompt that required self-checking of the device. No further information was provided. It was confirmed that the device was performing as expected after the self-check. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v200 ventilator indicating "startup reported error". The complaint indicated that "an error is reported before the application interface is turned on. After a power outage and restarting, the fault persists." It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Further information regarding the case has been requested.